Event description:
In 2006, following successful implant of the trunk-ipsilateral leg component, the physician was unable to cannulate the contralateral gate despite many attempts. Finally, an unplanned aortouniiliac and subsequent femorofemoral bypass procedure was performed. At the completion of the procedure, a proximal type I endoleak causing a large retroperitoneal hematoma was noted. This was resolved successfully through placement of the two aortic extender components. At the completion of this case, the patient was placed in intensive care in serious condition. As reported, the patient has not followed up with the physician, hence the current status of the patient is unknown.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.